Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(6) 2015. The fse found that valve lv17 was faulty the fse replaced the valve, which repaired the wbc flagging issues. The repairs were verified by the fse. (B)(4).

Event description:
The field service engineer (fse) reported the coulter act diff 2 analyzer was generating white blood cell (wbc) aperture alerts. Erroneous patient results were not reported outside of the laboratory and there was no change or affect to patient treatment in connection with this event.